Event description:
It was reported that the left locking gas cylinder for the tdxsp-mcg power chair is stuck. The dealer stated he believes the issues may be due to the terrain in the area in which the consumer resided. The dealer stated there were no injuries associated with the incident.